Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Changing from eclipse to eclipse signal needles would not cause the tubes to fill differently. Two common causes of underfilled tubes are if the tubes are close to the end of their shelf life or if the cannula are partially blocked.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was insufficient blood flow through the device when used in combo w/plastic/glass citrate/ctad tube. The following information was provided by the initial reporter. This pr is related to pr# 2394134 (eclipse signal needle ref. 368835) and pr# 2394099 (citrate tube ref. 363046). The customer is wondering if "changing the needle (from eclipse to eclipse signal) could be the cause that the tubes are not filling properly. Lately citrate tubes don't fill sufficiently."